Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother was reporting that the user never had benefit with the device since implantation. Re-implantation is considered but not scheduled yet.

Manufacturer narrative:
Conclusion: according to the information received from the field and device investigation the reported lack of benefit since implantation is likely caused by a damage to the active electrode, which was most likely caused during implantation surgery. However, as the electrode has been received damaged and incomplete, the exact location of the damage could not be found. This is a final report.

Event description:
The mother was reporting that the user never had benefit with the device since implantation. The user has been explanted and implanted on the contra-lateral side, as reportedly the concerned side was ossified.